Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported the customer had to go the emergency room because she was going high and did not have an extra infusion set. Customer's blood glucose was 590 mg/dl. Customer was checking blood glucose all day and it was just going up. Customer stated she went home when her blood glucose lowered to 400 mg/dl. Customer stated she does not rotate but has been on the device for 15 years. Customer reported the infusion set had a bent cannula. No further information reported.